Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on information available no patient harm occurred. Information for use: removal of the device: to remove the catheter from the rectum, the retention balloon must first be deflated. Attach the supplied syringe to the white inflation port (marked "<-45ml") and slowly withdraw all fluid from the retention balloon. Disconnect the syringe and discard. Grasp the catheter as close to the patient as possible and slowly remove from the anus. Dispose of the device in accordance with institutional protocol for disposal of medical waste. In the event the balloon is difficult or impossible to deflate, cut the inflation lumen and drain the water in the balloon. On no account should the device be removed from a patient with the balloon still inflated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted.

Event description:
Complaint from a physician reporting that a device was placed in a critically ill patient but at initial insertion the inflation balloon would not seal. The staff attempted to deflate the balloon and remove the device. They were unable to remove the 45ml of fluid from the retention balloon and the device was removed with the balloon inflated. No patient injury was reported. No additional information has been provided.